Event description:
Customer reported a false negative reaction for blood type testing using an mts a/b/d monoclonal and reverse testing gel card prepared on the tecan mega-flex-ID and read on the reader sa.